Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2009; 419478, lead, implanted: (B)(6) 2009; lda210, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.